Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly experienced a urinary tract infection as a result of using the device. The complainant received antibiotics to treat the infection.

Manufacturer narrative:
The device was not returned for evaluation. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the ifus were found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly experienced a urinary tract infection as a result of using the device. The complainant received antibiotics to treat the infection.